Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant that the right atrial (ra) lead had dislodged. The ra lead was removed. The physician decided the ra lead was not needed anymore by the patient so they plugged the atrial port. No patient complications have been reported as a result of this event.